Event description:
It was reported that the patient underwent an abdominoplasty procedure on (B)(6) 2021 and the suture was used for skin closure. During the procedure, the suture broke a few times in the middle of the thread and other suture was used to complete the procedure. There was delay for opening more sutures for a few minutes as the surgeon was not precise about. There were no patient consequences.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ap6581 /1129t and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported in quantity of product involved (B)(4) and unit of measure sales unit (box) please clarify: (B)(4) units (ea) were involved. Amount involved indicates 8 broken suture, is this the number of devices being returned?- devices have been discarded. So, no devices are being returned. How many sutures broke during this surgery for this patient? 8 sutures broke (each) and not (B)(4) boxes (sales units)? Did the event occur before (pre-op) or during the procedure (intra op)?- during the procedure (intra op) did the sutures break during several procedures? If yes, please provide the pc number for each procedure. - the sutures broke only in the abdominoplasty procedure. What was used to complete the procedure?- other yarns they had in stock. What tissue was being taped or sutured when it broke?- skin closure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate all events were submitted via 2210968-2021-11437, 2210968-2021-11438, 2210968-2021-11440, 2210968-2021-11445, 2210968-2021-11446, 2210968-2021-11448, and 2210968-2021-11454.